Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm compromised force sensor during the manual prime. Customer's blood glucose at time of incident was unknown. The customer stated that the device was not dropped or bumped. The customer advised that the pump did not detect the reservoir. The customer stated that the drive support cap is slightly protruded. The customer was advised to revert to a backup plan. The customer was advised that the device would be replaced.